Event description:
It was reported that the device was running without the trigger being pressed. The device was sent in for repair. There is no information regarding patient involvement or adverse consequences.

Manufacturer narrative:
The device was returned to the manufacturer for investigation. According to the quality engineer, the complaint was duplicated. The device's trigger had been jammed into the handpiece most likely due to corrosion. Other components were also replaced as preventative maintenance and the handpiece was sent back to the customer.